Manufacturer narrative:
Follow-up submitted as further investigation determined the bed lift did not collapse, but rather, a component of the actuator came out of place which caused the lift to lower. This is not likely to harm the patient as the lift was still functional. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported via repair work order that the bed lift collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed lift collapsed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.